Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was a steerability issue with the loop catheter. When the catheter was removed and reinserted, the array was distorted and kinked; it was unable to be stored in the capture device. The loop catheter was replaced which resolved the issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012522154 was returned and analyzed. Visual inspection showed the array was inverted upon receipt and the pebax tubing of the proximal array arm was observed to be kinked and breached. Additionally, a kink was noted in the guidewire lumen near the catheter tip. The catheter was received without the guidewire threaded through it, and no guidewire was included. X-ray imaging was used to verify if the inverted array had any broken wires inside, but the electrode wires were intact. The catheter was connected to the test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification showed the slide control function operated as expected without any issues; however, due to the damaged array, it did not fully retract inside the capture device. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. For functional testing, the catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the reported issue of a kinked array was confirmed during testing and the loop cath eter failed the returned product inspection due to an inverted array, the proximal arm pebax tube torn, the array guidewire lumen kinked, and the array kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.